Manufacturer narrative:
On (B)(6) 2021 medcad was informed by complainant, that the patient post-operatively presented a posterior open bite. Medcad was informed that the patient would require a revision surgery to correct the surgical outcome. On march 25, 2021, the complainant was contacted with a follow-up, via email by medcad, requesting more information regarding the complaint such as the patient's weight at the time of surgery and details surrounding the issue. This request was met with no response and the complainant was contacted again on march 30, 2021, requesting the above-mentioned information. Additional follow-up requests were made on april 12, 2021 and may 3, 2021 via email and telephone, but were yet again met with no response. On (B)(6) 2021, the complainant contacted medcad and suggested a follow-up directly with the surgeon who performed the surgery. A written request was sent directly to the surgeon via email on may 13, 2021. This was also met with no response. No non-conformances were observed when reviewing the device history record for this case. Medcad received approval for the patient-specific design on (B)(6) 2020. The inspection records indicated that the device was manufactured according to medcad's production requirements. The device in question was concluded to have an accepting device disposition. The conclusion of the investigation found no attributable root causes for the unintended results and no device problem identified. Medcad could not confirm whether the patient had underwent additional surgery to correct the posterior open bite.

Manufacturer narrative:
An investigation into the event is ongoing. A follow-up report will be filed upon completion of the investigation.

Event description:
It was reported that the patient presented post-operatively with a posterior open bite. This was not the not the intended surgical result of the plan and the patient will require a revision surgery to correct the surgical outcome.